Event description:
Attorney reported: pt sustained injury and damages associated with her use of a bard kugel hernia patch. Specifically, as a result of having the patch implanted in her, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.